Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a target lesion in the anterior tibial artery, a non-abbott atherectomy device was advanced over the ironman guide wire. During removal of the atherectomy device, it was noted that the tip of the ironman guide wire had separated while in the patient anatomy. There was no difficulty noted during removal of either the atherectomy device or the ironman guide wire. The separated segment was retrieved using a 4 mm microsnare kit. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.